Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of an embolization coil, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety with the microcatheter. There was no reported intervention, patient injury, or health damage.